Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) USA, alleging that her mother¿s onetouch verio 2 meter was reading inaccurately high, compared to another meter (unknown meter). The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The reporter stated that the she first noticed the meter issue on (B)(6) 2016 at 8.51 pm, alleging that the patient obtained an inaccurately high blood glucose reading of ¿178 mg/dl¿ with the subject meter compared to ¿35 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The patient manages her diabetes with insulin (levemir), which is adjusted by her daughter. The reporter alleged that just prior to the alleged inaccurate high result, her mother ¿had fallen to the floor, was dazed and couldn¿t speak properly¿ which she related to her mother having a low blood sugar, and treated her with a ¿glucose tablet¿. The reporter stated she contacted the emergency medical services, a few minutes later the paramedics arrived and treated the patient with IV glucose. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter, the test strips had not expired, been open longer than the discard date and had been stored correctly (per owner¿s booklet recommendation). The reporter described the correct testing steps, the sample was taken from an approved sample site, and the vial was not cracked or broken. The csr noted that the control solution test was in range. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.